Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 550 mg/dl and moderate ketones; cause was unknown. Customer delivered a bolus and performed a supply change to address blood glucose level. Recommendation was made for the customer to consult with healthcare provider regarding diabetes management.